Event description:
After approx 24hrs of intra aortic balloon therapy, a balloon leak was detected via blood in the tubing. The intra aortic balloon was removed and not replaced. No pt injury or further complications occurred as a result of this incident.